Event description:
The customer received questionable results for multiple assays on about 40 samples. The customer was able to provide data for 14 samples. Of those 14, it was determined that three samples had erroneous results for ion selective electrode (ise) sodium (na) and ise chloride (cl) that were reported outside of the laboratory, 1 sample had erroneous results for na reported outside of the laboratory and 1 sample had erroneous results for creatinine jaffe gen.2 (creaj) reported outside of the laboratory. The customer indicated the night shift tech ran the internal standard reagent completely dry. He changed the reagent and calibrated several times and ran qc and primed. Calibration and qc passed on the third time through. They are now getting erroneous results for ises. The customer also indicated there was a service visit on (B)(4) 2014 and one of the tubings on the rinse mechanism was replaced. The customer lifted the top cover and stated the rinse mechanism was completely drenched with liquid as well as the cell cover was also covered in liquid. None of the tubing was unattached. Patient 1 had an initial na result of 126 mmol/l and an initial cl result of 92 mmol/l. The sample was repeated on another instrument and generated a repeat na result of 137 mmol/l and a repeat cl result of 103 mmol/l. The customer deemed the repeat results to be correct, and issued a corrected report. There was no adverse event. Patient 2, a (B)(6) male, had an initial creaj result of 1.0 mg/dl. The sample was repeated on another instrument and generated a repeat creaj result of 1.4 mg/dl. The customer deemed the repeat result to be correct, and issued a corrected report. There was no adverse event. Patient 3, a (B)(6) female, had an initial na result of 139 mmol/l. The sample was repeated on another instrument and generated a repeat na result of 131 mmol/l. The customer deemed the repeat result to be correct, and issued a corrected report. There was no adverse event. Patient 4, a (B)(6) male, had an initial na result of 130 mmol/l and an initial cl result of 95 mmol/l. The sample was repeated on another instrument and generated a repeat na result of 139 mmol/l and a repeat cl result of 105 mmol/l. The customer deemed the repeat results to be correct, and issued a corrected report. There was no adverse event. Patient 5, a (B)(6) male, had an initial na result of 123 mmol/l and an initial cl result of 89 mmol/l. The sample was repeated on another instrument and generated a repeat na result of 133 mmol/l and a repeat cl result of 98.8 mmol/l. The customer deemed the repeat results to be correct, and issued a corrected report. There was no adverse event. The lot numbers and expiration dates for the na and cl electrodes were requested, but were not provided by the customer. The lot number for the creaj reagent in use was 69096001, with an expiration date of 07/31/2015. The field service representative found the rinse nozzle was out of alignment. This was causing water to splash on the cell rinse mechanism and into the measuring cuvettes. He adjusted and aligned the cell rinse nozzles. He performed a mechanism check with no splashing. He performed calibration and controls, which "all checked good". On further follow up with the customer, they indicated the service representative fixed the instrument and they are back up and running.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.